Event description:
Info received on 9/13/06 suggest that a sling was removed from a pt due to pain. "Comprehensive reason of local inflammatory pain." No further info of the original surgery was provided.